Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received this alarm is generated when a power system error is detected and this error does not prevent the pump from running. The customer¿s blood glucose level was unknown. The customer also stated that the alarm occurred every 4 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error due to non-sleep anomaly software error.